Event description:
It was reported that the filter fractured within the patient. A filterwire ez 190cm was selected for use in the right carotid angioplasty procedure. The target lesion was accessed via a cervical approach. When the phyician attempted to deploy the filter, the guide sheath could not be pulled back, and filter did not open. The physician elected to remove the filter from the patient. Once removed from the guide sheath, it was observed that the filter was broken. The procedure was completed without the use of the filterwire. There were no reported adverse consequences for the patient.